Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 ii assay on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. The results did not compare to values measured on an abbott architect analyzer. The sample was provided for investigation, where it was tested on a second e411 analyzer. In addition to testing ft3 and ft4 ii on this second e411 analyzer, the sample was also tested with the elecsys ft4 iii assay. The value measured for ft4 iii was also erroneous. The sample was also tested on a centaur analyzer. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 ii assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 iii assay. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e411 analyzer is (B)(4). The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 314666, with an expiration date of february 2019 was used on this analyzer. In relation to the differences seen with ft4 ii, ft4 iii, and ft3 values generated from the sample, different assays from different vendors can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. A general reagent issue can most likely be excluded.